Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The device was connected to the pt and 4 countershocks were successfully delivered. According to the reporter, the device subsequently failed to charge when the "charge" button was pressed. The pt was not resuscitated.